Event description:
It was reported to philips that the system was unable to perform angulation movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the system was in clinical use at the time of the event, and the customer was performing a coronary diagnostic procedure, which was completed by moving the patient to a different room. The philips field service engineer (fse) conducted an onsite inspection and confirmed that the system was unable to perform angulation movements. Upon troubleshooting, the fse confirmed that the system was experiencing geometry issues, making it difficult for users to obtain the angles they needed. The fse looked through the logs on the system and found some positioning errors; the longitudinal position of the c-arm stand would not allow the geometry movements needed for the case. To resolve the issue, the fse performed longitudinal pot positioning and current calibration. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.